Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a delivery anomaly. Customer reported being administered two days worth of insulin in one day. The customer's blood glucose was 80 mg/dl. The customer also reported receiving a failed self-test alarm. The customer was able to verify their bolus history was accurate. The customer was also assisted with programming the insulin pump. Customer declined to return the insulin pump for analysis.